Event description:
On (B)(6) 2012, customer reported a leak at the blood sampling valve (bsv) on the lh500 instrument. The leak volume was less than 5 ml and the leak was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the probe rinse block was out of alignment. Fse realigned the rinse block to the probe. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).